Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), urinary tract infection ("recurring utis") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, urinary tract infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, migraine, pelvic pain and urinary tract infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension and kidney stone. Concomitant products included clonidine since (B)(6) 2014, hydrochlorothiazide since (B)(6) 2014, metoprolol since (B)(6) 2014, sumatriptan (imitrex) since (B)(6) 2014 and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("recurring utis"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), angioedema ("unexplained angioedema"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), hypersensitivity ("unexplained allergic reactions"), weight increased ("weight gain") and pain in extremity ("legs pain"). The patient was treated with surgery (mini-laparotomy, myomectomy, removal of essure coils, diagnostic hysteroscopy). Essure was removed on 30-aug-2016. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal distension, vaginal haemorrhage, menorrhagia, angioedema, bladder disorder, urinary tract disorder, headache, hypersensitivity, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal distension, angioedema, bladder disorder, dysmenorrhoea, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on 6-may-2008: successful occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (626213) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), unexplainedangioedema, bladder problems or changes, urinary problems or changes, headaches, unexplained allergic reactions, dysmenorrhea (cramping),weight gain and legs pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension and kidney stone. Concomitant products included clonidine since (B)(6) 2014, hydrochlorothiazide since (B)(6) 2014, metoprolol since (B)(6) 2014, sumatriptan (imitrex) since (B)(6) 2014 and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("recurring utis"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), angioedema ("unexplained angioedema"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), hypersensitivity ("unexplained allergic reactions"), weight increased ("weight gain") and pain in extremity ("legs pain"). The patient was treated with surgery (mini-laparotomy, myomectomy, removal of essure coils, diagnostic hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal distension, vaginal haemorrhage, menorrhagia, angioedema, bladder disorder, urinary tract disorder, headache, hypersensitivity, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal distension, angioedema, bladder disorder, dysmenorrhoea, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successful occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: ppc and dpc added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 626213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension and kidney stone. Concomitant products included clonidine since september 2014, hydrochlorothiazide since september 2014, metoprolol since september 2014, minerals nos;vitamins nos (prenatal vitamins), sumatriptan (imitrex) since september 2014 and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and hypersensitivity ("rashes or skin conditions type:unexplained allergic reactions/ allergic reaction and hypersensitivity reaction- type;") and was found to have weight increased ("weight gain"). In june 2011, the patient experienced urinary tract infection ("recurring utis"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), abdominal distension ("bloating"), angioedema ("allergic or hypersensitivity reaction type:unexplained angioedema"), headache ("headaches") and pain in extremity ("legs pain"). The patient was treated with surgery (mini-laparotomy, myomectomy, removal of essure coils, diagnostic hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal distension, vaginal haemorrhage, menorrhagia, angioedema, bladder disorder, urinary tract disorder, headache, hypersensitivity, dysmenorrhoea, weight increased and pain in extremity outcome was unknown. The reporter considered abdominal distension, angioedema, bladder disorder, dysmenorrhoea, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: plaintiff fact sheet received. No new information received. Ccc updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension and kidney stone. Concomitant products included clonidine since september 2014, hydrochlorothiazide since september 2014, metoprolol since september 2014, sumatriptan (imitrex) since september 2014 and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In june 2011, the patient experienced urinary tract infection ("recurring utis"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), angioedema ("unexplained angioedema"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), hypersensitivity ("unexplained allergic reactions"), weight increased ("weight gain") and pain in extremity ("legs pain"). The patient was treated with surgery (mini-laparotomy, myomectomy, removal of essure coils, diagnostic hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal distension, vaginal haemorrhage, menorrhagia, angioedema, bladder disorder, urinary tract disorder, headache, hypersensitivity, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal distension, angioedema, bladder disorder, dysmenorrhoea, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.